Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint was received with return of device. Failure event observed during analysis. Final analysis of the partially returned lead found an insulation abrasion breaching the re cable lumen at 4.9cm-5.7cm from the distal tip.